Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, it is likely that stress applied to the image sensor cable contributed to the event. The event can be detected by following the instructions for use which state: "confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, the image disappeared during angulation in right/left directions. In addition, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The label on the light guide connector was peeled. The light guide cover glass had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the endoeye flex deflectable videoscope image disappeared when angling down. The event occurred during an unspecified therapeutic procedure. The procedure was delayed for 5 minutes while replacing the device. The procedure was completed using the replacement device. There was no report of patient harm associated with this event.